Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of painful, bleeding, swollen, solid, lumps, 'dry, sore and cracked lips', puffy and bruises are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain, ecchymosis, peeling, hemorrhage and skin irritation: "undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Patient-reported events found within the following journal article: "what it really feels like to have lip fillers," cosmopolitan australia, published 09/15/2015. Patient reported having an injection with unspecified juvederm in the lips by a doctor. The patient had "numbing cream" applied before injection. The injection was "really painful" and "bled quite a lot." After the injection, the patient's lips were "super swollen straight away and feel really solid." Patient was told to massage any "lumps" which "really hurt for a good 12 hours" after the "numbing cream" wore off. The patient' lips were also really dry, sore and cracked." Due to the swelling and patient having "dry lips anyway." Patient also had "bad bruises" the day after injection. The patient felt the product didn't really "work" for them as the filler sat "along [their] lip line, making [their] mouth look more puffy than full." The symptoms have "settled down." No information was provided for treatment of symptoms.